Event description:
A registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrections: b5 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The rn stated that the blood leak was minor. The machine alarmed appropriately with a blood leak alarm. There was an abnormal appearance of the dialyzer fibers in the header/top of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. Additional information was requested, however to date has not been provided.

Event description:
A registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The rn stated that the blood leak was minor. The machine alarmed appropriately with a blood leak alarm. There was an abnormal appearance of the dialyzer fibers in the header/top of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. Additional information was received on 08/25/2022, it was reported that the complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A registered nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The rn stated that the blood leak was minor. The machine alarmed appropriately with a blood leak alarm. There was an abnormal appearance of the dialyzer fibers in the header/top of the dialyzer. Blood leak test strips were used and tested negative for the presence of blood. Additional information was received on 08/26/2022, a user facility charge nurse reported that a dialyzer blood leak occurred approximately one hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood leak test strips were used and tested negative for the presence of blood. Upon visual observation, noted slight red streak at top of dialyzer header. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿minor blood leak alarm¿. There was damage noted slight red streak at top of dialyzer header. There was no blood loss. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.